Event description:
Post balloon aortic valvuloplasty (bav), while positioning a 29mm sapien xt valve, a mobile structure was noted on the aortic side of the valve via echo. Post valve deployment, a clot was seen in the left main coronary artery (lm), requiring coronary stent placement. Prior to the tavr procedure, it was noted that the left coronary height was low (14mm), so the lad was pre-wired. During valve positioning across an existing prosthetic valve using fluoroscopy, echo noted a long narrow mobile structure on the aortic side of the valve, possibly thrombus or leaflet tissue. The sapien xt valve was deployed 50:50 aortic/ventricular (a/v). During assessment, a significant clot was noted in the lm. A stent was deployed to good effect, however, the ventricle remained sluggish. An angiogram revealed the circumflex was occluded. The patient developed bouts of ventricular tachycardia (v-tach) which required defibrillation and CPR. An impella was inserted and the patient¿s ventricular function returned. Angiography revealed good flow down all of the left coronary vessels, so the circumflex occlusion was thought to be due to spasm. The mobile structure continued to be visible, but did not appear to cause impairment to the valve function. Distal pulses were checked and present. Following the procedure, the patient was transferred to ICU still on the impella and intubated. An hour later, the patient lost distal pulses so the impella was weaned off. The pump and expandable sheath (esheath) were removed. The following day, the patient was ambulating and showed no signs of impairment. The patient was scheduled to be discharged on post operative day 2. The patient¿s annulus measured 25.2mm by transesophageal echocardiogram (tee). The left coronary ostia height was reported as 14mm, the right coronary ostia height was reported as 20mm.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. It is the body¿s natural reaction to treat medical devices as a foreign object thus forming thrombus around the device. For this reason, anticoagulation is used in all tavr cases. However, thrombus formation is not uncommon. In this case, a thrombus occluded the lm, likely causing the sluggish movement of the ventricle. A stent was placed in the lm and an impella assistance device was used to help with ventricular function. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.